Event description:
A dr was using a depuy product recently approved by the FDA, the biostop g bone plug. The product consists of a flexible plug with a central smooth canal. To use the product, the physician first uses the co inserter handle, which is threaded at the end to accept a series of sounds. Once the correct size is determined, the sound tip is unscrewed and the inserter tip is screwed on, which consists of a nipple onto which the plug canal is inserted by friction. Once the biostop g is seated in the femoral canal, the inserter handle is twisted to break the friction connection in the canal, then pulled free. By some means, after the hip prosthesis was placed, an x-ray revealed that the inserter tip remained in the plug in the pt.